Event description:
It was reported by svc report that the brakes were not holding; there was a broken arm on the brake cam. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: discrepant base assembly. Conclusion code: base assembly ordered; customer will do own repairs.